Event description:
It was reported that during a procedure to remove an implanted stem, the threads on the extraction instruments were found damaged, and a second set of instruments was used to successfully remove the stem. Delayed by approximately 5 (five) minutes as a new set of instruments needed to be delivered to the room. There were no consequences or impact to the patient. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b5; h2; h3; h6. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure to remove an implanted stem, the threads on the extraction instruments were found damaged, and a second set of instruments was used to successfully remove the stem. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.